Event description:
On (B)(6) 2015, the surgeon reported to the company sales representative that the patient was undergoing a revision of her mets distal femur replacement implant due to a broken "circlip." Note that the "circlip" is a device component which ensures that the axle within the knee joint remains in place. The revision was successfully completed without incident.

Manufacturer narrative:
A review of the manufacturing history records has been carried out and it was confirmed that the device was manufactured within specification with no abnormalities or deviations. The surgeon reported that the circlip had broken, however it was disposed of by the hospital and thus is unavailable for evaluation. Current information is insufficient to permit a conclusion as to the cause of the reported broken "circlip." Per the surgical technique, the "circlip" component is designed to be implanted using "circlip" pliers supplied in stanmore's instrumentation kit. The device surgical technique (section 3.10.2 "use of circlip pliers") provides detailed instructions/photos of a properly inserted circlip, as well as an incorrectly inserted 'circlip". Please note that one possibility for disengagement or fracture of the "circlip" is due to an incorrectly implanted "circlip." This event will be tracked and trended. If any additional information is received a supplemental report will be provided.